Event description:
The contact for a peritoneal dialysis (pd) patient reported finding a fluid leak following the patient's discontinued treatment. The patient received an "air detected in cassette" and "fill complication" warning on the cycler. When the patient contact opened the cassette door there was fluid leaking from the tubing set. The patient contact was advised to contact the patient's pd nurse. The sample is not available for analysis. During f/u, the patient contact reported that patient's effluent was clear. He did not have signs of infection. He was not prescribed prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.